Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer found dirty buildup on the sample probe. He replaced the sample probe and verified adjustments. The qc, hardware check, and precision testing all passed. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas c 503 analytical unit. The samples were repeated after the clinician requested repeat testing, based on the patients' history. Sample 1 initial result was 1.37 mg/dl, and the repeat result was 0.890 mg/dl. On (B)(6) 2026, sample 2 initial result was 1.55 mg/dl, and the repeat result was 0.741 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The analyzer alarm trace contained abnormal aspiration sample pipetter s1, sample probe: abnormal aspiration alarms. These are indications of possible poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service actions resolved the issue.